Manufacturer narrative:
The device has not been returned. However, a nonvisual investigation has been completed and the results are as follows: DHR results unable to review the DHR since the lot number of complaint part was not provided. Stock product reviewed results unable to review the stock product since the lot number of complaint part was not provided. Investigation methods/results customer claimed the healing cap and crown were mobile but they did not return any of them or provided any part information. It was unknown if customer using the correct restorative components with the implant. One implant was returned and verified to be hahn implant 3.5 x 10 mm using radiographic template. No defect or deformity was found from the returned implant. Tested the implant with thread gauge and confirmed the internal thread was fine. However, customer did not report any issue on implant per obtained information. Root cause the root cause cannot be explicitly determined. Customer did not return or provide any information regarding the parts they used.

Manufacturer narrative:
The device has not been returned. When the device is returned it will be investigated and a supplemental report will be submitted. The patients' weight is not provided as it is not taken at the time of the appointment.

Event description:
It was reported the hahn tapered implant failed. The patient has bone type I. There is no medical or dental history prior to implant. The patient presented on (B)(6) 2017 for primary placement on tooth #5. On (B)(6) 2020 the patient returned with complaints that the implant felt loose. Upon examination, the provider notes the crown was mobile and the implant was secure. The provider removed the crown and replaced it with a healing cap that was mobile as well but not the implant. It was at the time the implant was removed and the area was regrafted. The provider stated the patient is fine and the implant will be replaced in 12 to 14 weeks.